Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: quantitative analysis of the isolation area during the chronic phase after a 28-mm second-generation cryoballoon ablation demarcated by high-resolution electroanatomic mapping. Circulation: arrhythmia and electrophysiology. 2016;9(5):1-9.

Event description:
The literature publication reported the following patient complication: one patient with cardiac tamponade requiring a pericardiocentesis. No further patient complications have been reported as a result of this event.